Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The representative reported that during catheter implant, the accessory stylet was difficult to remove from the product. The catheter material bunched during attempts to withdraw the stylet; dye injection revealed the catheter material had torn and the catheter was replaced during the case. The physician deemed their technique had been correct; there was no injury to the patient.